Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec¿d 9/12/2014 - medical records received. Upon revision, corrosion at the morse taper junction that was easily cleaned, metallic staining, and alval were noted. The cup and stem were left in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 9/30/2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised for unknown reasons. Update: on 6/28/2011 litigation papers were received which allege the patient has suffered pain, and excessive levels of chromium and cobalt. No new information was received that would change the investigational results. Update 1/11/2012 plaintiff's fact sheet (pfs) received 1/11/2012. Added product information to cup and head. There was no new information received that would impact the outcome of the investigation. Update rec¿d 9/12/2014 - medical records received. Upon revision, corrosion at the morse taper junction that was easily cleaned, metallic staining, and alval were noted. The cup and stem were left in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 9/30/2014.